Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that non sustained lead noise due to post paced t wave oversensing was observed. The device was reprogrammed. The patient was in good condition.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended.